Event description:
Report received from abbott international affiliate (abbott uruguay) that states: "pump delivered a volume larger than the one programmed and at a higher speed as it was programmed to flow at a rate of 15ml/h and it delivered the total contents (20ml) in 40 min time." The pump was infusing "amino acids, lipids, glucose 10%." The rptr indicated no to the question of "has any side effect been experienced/reported?" No add'l info was available.